Manufacturer narrative:
(B)(4). Batch # r5aw6m. Additional information was requested and the following was received: did the device lock-out (no staples deployed and no cut line started)? Yes device locked out, partial deployment of staples. Or, did the device start to deploy staples and cut but could not be completed (partially fire)?it appears that the device attempted to deploy staples, but could not be completed, knife blade would not return. Or, did the device fully fire and stop during the automatic knife return? Device did not fire completely. Was the device locked on tissue with the jaws closed? Device opened and was successfully removed from tissue, did not lock on tissue. If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Knife blade reverse used multiple times on back table, but jaws would not open completely, and couldn't get blade to return. Did the jaws eventually open? No." Investigation summary: the analysis results found that one psee60a device was returned with the anvil bent upwards and with a gst60w reload loaded on the device. The reload was received fully fired with the cartridge deck damaged. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the surgeon was attempting to fire the stapler on a vessel supplying segment 8 of the liver. The vessel was encased in scar tissue (thick). The stapler did not fire completely, knife blade reversed, but the jaws of device would not open entirely and the cartridge was stuck in the jaws of the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.